Event description:
It was reported that during implant, high impedance and high threshold were observed during testing. After several attempts to reposition the lead without success, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.